Event description:
On (B)(6), 2015, I had a cardiac catheterization procedure at (B)(6) by dr. (B)(6), md. My femoral artery was closed with an angio-seal that failed after leaving the surgical section of the hospital. I was bleeding severely and went to nearest emergency near my home in (B)(6)where I received manual compression as well as a sandbag and had to lay flat for another three hours. (B)(4), lot: 5036737. Received fluids via IV at the emergency room as well as bloodwork.